Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. This event was reported in the (B)(6) 2020 action data registry that tracks clinical outcomes of pediatric patients on ventricular assist device (vad) support. The data registry does not contain device identifying information, facility information, or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had sepsis and worsening hypotension despite norepinephrine and vasopressin. The patient was suffering from large melena output and was taken off of anticoagulation medication. The patient received a blood transfusion, dialysis, and was intubated. The patient was taken off of bivad support subsequently expired as a result of multi organ failure. The ventricular assist devices (vad) were explanted. No further details were reported as part of the event. This event was reported in the (B)(6) 2020 action data registry that tracks clinical outcomes of pediatric patients on ventricular assist device (vad) support. The data registry does not contain device identifying information, facility information, or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. This event was reported in the (B)(6) 2020 action data registry that tracks clinical outcomes of pediatric patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Product event summary: a pump with unknown serial number was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the sterility certificate could not be performed since the pump serial number is unknown. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, infection is a known potential complication associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.